Event description:
The pump was returned for investigation. Investigation revealed that the sensor calibration test failed. Evaluation revealed contamination was found on the force sensor. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was one loss of prime warning with a nonzero low force identified. The pump was exercised for 24 hours on a one unit per hour basal rate with no loss of prime duplicated. The force calibration failed. There was contamination found on the force sensor. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a scratched display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(6).